Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.